Manufacturer narrative:
The field service engineer found an issue with a spring holder and replaced it with a new spring. The field service engineer also performed adjustments and cleaning's. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for two patients with the cobas 8000 c702 module. Sample ID (B)(6) had an initial result of 8.6 mg/dl and a repeated result of 7.0 mg/dl. Sample ID (B)(6) had an initial result of 4.62 mg/dl and a repeated result of 7.47 mg/dl. The questionable results were not reported outside the laboratory. The reagent lot number was 47270700. The expiration date was requested but not provided.